Event description:
A customer contacted backman coulter regarding an elevated accu tnl result from a single pt that was generated by the access instrument. - the elevated accu tnl result was 0.58ng/ml. - the elevated accu tnl result was not reported out of the lab. The customer indicated that the original sample was retested for accu tnl after the elevated resust was reviewed. - the customer indicated that they routinely retest (for accu tnl) samples that generate high accu tnl results. - the repeated accu tnl result was 0.11ng/ml. - the customer retested the original sample again for accu tnl after getting the lower accu tnl result. - the (2nd) repeated accu tnl result was 0.10ng/ml. The (2nd) repeated accu tnl reuslt was reported out of the lab. There has been no change to pt treatment or any injury that can be attributed to this event.